Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope screen does not appear when the power is turned on. The issue occurred during preparation for use before an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no endoscope image during pre-use inspection issue could not be reproduced during evaluation, however, upon a detailed inspection of the device, a tear in the image sensor cable insulation was observed, inside the insertion section (approximately 280 mm from the control section to the light guide connector side). A definitive root case of the cable damage could not be determined, however, it is likely that the internal output signal line was damaged by external stress, causing poor contact and device image issues. The event may be detected/prevented by following the instructions for use section below: ltf-s190-5/10 instruction manual, operation edition, chapter 3 preparation and inspection, 3.8 inspection of functions in combination with related equipment. Olympus will continue to monitor field performance for this device.